Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, b5, d2, g1, g3, g6, h1, h2, h11. H1: this MDR is being submitted as a part of a retrospective literature MDR reporting review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA -07984 was opened on feb 27, 2026 to address corrections. Device performance and/or risk profile are not impacted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: unknown - unknown articular surface - unknown. Unknown - unknown tibial component - unknown. G2: foreign country: iran g2: journal article citation: yazdi, hamidreza md; talebi, sina md; razi, mohammad md; sarzaeem, mohammad mahdi md; moshirabadi, ataollah md; mohammadpour, mehdi md; seiri, sina md; ghaeini, moein md; alaeddini, soroush md; abolghasemian, mansour md1. Effect of adding stem extension to a short-keeled knee implant on the risk of tibial loosening: a historical cohort study. Journal of the american academy of orthopaedic surgeons 33(4) :p 187-193, february 15, 2025. / doi: 10.5435/jaaos-d-23-00833. H6: mechanical (g04) - femur. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported in a journal article that two patients, within the stemmed group, underwent a revision due to infection. Attempts have been made, and all available information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. The following section was corrected: b1 (to adverse event only, as event was initially reported as product problem and adverse event). The event cannot be confirmed. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. Attempts have been made to gather all product identification information, and no further information has been provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.